Event description:
The customer reported the image of the evis lucera elite bronchovideoscope was distorted. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Section e1 facility address: akita prefectural welfare federation of agricultural cooperatives omagari welfare medical center attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". [Inspection of endoscopic images]. [Check that normal light observation and nbi observation images (excluding bf-mp290f) are projected properly]. 1 observe the palm, etc. Using normal light observation images and nbi observation images (excluding bf-mp290f). 2 confirm that the illumination light is emitted. (See figure 3.22). 3 adjust the light intensity to an appropriate brightness. 4 check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and nbi observation image (except for bf-mp290f). 5 operate the ud angle lever of the endoscope to bend the curved part. 7 check that normal light observation images and nbi observation images (except for bf-mp290f) do not disappear for a moment. 8 align the up index on the insertion tube rotating ring with the up index on the operation unit." The device was evaluated where no abnormalities were found that could have caused or contributed to the event. Olympus will continue to monitor field performance for this device.